Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported during the procedure, two 75mm rib plates were implanted without incident. As a 12mm screw was being placed in the last 75mm plate, a popping sound was heard. The screw was still able to be placed properly. Upon removing the primary guide, it was noticed that the piece that engage the back of the plate had sheered off the primary guide. The screw was able to be placed, and the broken piece of the guide was retrieved from the patient. The procedure was able to be completed. There were no adverse consequences to the patient. This report is related to report numbers 3025141-2023-00029 and 3025141-2023-00030 for the other devices involved in this event.